Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that the patient was not getting the coverage they needed so a new lead was put in and the old lead was disconnected, the ins was plugged, and the lead was left in the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient has a system put in years ago with a paddle lead. The patient said he really didn¿t get the coverage he needed in his foot, so a perc lead was added to get the coverage he needed. The lead was hooked up to the battery. No further complications were reported.